Event description:
Patient called lfs in 6/2002 alleging that their meter was reading inaccurately low. Customer passed out due to high sugar. Their meter read 140 mg/dl before patient "blacked out". The "paramedic meter read 1006". Customer was unconscious for 3 days. A reading of 267 mg/dl is also documented (unknown when this test was done). No further information has been reported. Attempted unsuccessfully to contact the customer to obtain more information.